Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 410mg/dl. Customer treated with a bolus. Troubleshooting found that the customer has not contacted their doctor. The customer declined high blood glucose troubleshooting and was advised to follow up with their doctor regarding the high blood glucose.